Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (does not communicate with an electrode belt) has been confirmed. As received, the monitor would not communicate with an electrode belt. Upon eval, the internal wire connecting pin 2 of the belt receptacle was cut. The cause of the inability to communicate with an electrode belt is the damaged wire. The root cause of the damaged wire cannot positively be identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not communicate with a test electrode belt.